Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an over infusion of insulin occurred resulting in a significant drop in blood glucose level and the patient experiencing a seizure and requiring resuscitation. Specific information regarding the glucose level and resuscitation efforts was requested but was not provided. The event occurred in the intensive care unit with an insulin drip (100 unit bag, unspecified volume) programmed to infuse at 1 unit per hour. No issues were reported during the first hour of infusion and the patient¿s blood sugar was stable. During the second hour the bag was reported to be almost empty but the pump display indicated that 4 ml had infused. The hospital staff attributed the seizure and resuscitation to the over infusion

Event description:
The customer reported an over infusion of insulin occurred resulting in a significant drop in blood glucose level and the patient experiencing a seizure and requiring resuscitation. The event occurred in the intensive care unit with an insulin drip (100 unit /100 ml) programmed to infuse at 1 unit per hour. No issues were reported during the first hour of infusion and the patient¿s blood sugar was stable. During the second hour the bag was reported to be almost empty but the pump display indicated that 4 ml had infused and the patient¿s blood glucose dropped to 3.1mmol/l at 1610. One amp of d50 was given and the glucose increased to 14.1mmol/l at 1645. The patient¿s electrolytes were unstable prior to the event. Two days after the event the patient expired, however the physician does not believe the over infusion caused the patient¿s death. (B)(6) medical devices sentinel network: "suspected over-infusion intended programming: insulin (regular) continuous infusion at 1 unit/hour incident report: insulin (regular) was initiated at 1 unit/hour at 01:00 on (B)(6) 2019. Patient¿s cbg was 12.5 at this time. At 02:00 patient¿s cbg was 8.5. Therefore, no change to infusion needed. At 04:15 the nurse came back from break and during their assessment noticed that the insulin infusion bag was empty. The nurse spiked a new bag and thought it did not seem right that the bag would be empty already. Nurse reviewed pump settings and the pump read 4 ml had been infused. However, the full 100 ml bag had been infused. Nurse realized that more had infused than intended and stopped the insulin infusion. Patient received 96 units of insulin IV over this 2 hour time period. Patient¿s cbg was 3.1 at this time. Lmbme investigation inspection of tubing sets and pump did not reveal any irregularities and roo t cause was not able to be determined. Pump sent to bd for further investigation."

Manufacturer narrative:
Concomitant medical products: 100ml baxter bag din (B)(4), lot p383349, exp feb20, nacl 0.9%. The customer¿s report of an insulin overinfusion was not confirmed. Physical inspection of the device showed the instrument seal was not intact. The only observed anomalies were slightly dull iui connectors and an intermittent sticking door latch (sometimes stuck and did not spring back into the open position when closed). There were no damages or anomalies observed with the administration set. Analysis of the pcu log shows that the pump module was programmed to infuse insulin 100unit in 100ml at a rate of 1ml/hr with a vtbi of 99ml at 1:01 am on (B)(6) 2019. At 4:34 am, the door was opened and then closed 9 seconds later. Six seconds after that, the user restarted the infusion. At 4:35 am, the device alarmed for patient side occlusion and the user restarted it 8 seconds later. At 4:38 am, the user channeled the device off. At 5:03 am, the user restored the previous programming but did not start the infusion. At 5:19 am, the user restored the previous programming and changed the rate to 100ml/hr but did not start the infusion. At 5:20 am, the pump module was removed. The volume recorded as being infused during this period was 3.582ml. During functional testing the device was delivering fluid within specification. There were no leaks observed with the administration set. The root cause of the customer¿s report of an insulin overinfusion was not identified.

Event description:
The customer reported an over infusion of insulin occurred resulting in a significant drop in blood glucose level and the patient experiencing a seizure and requiring resuscitation. The event occurred in the intensive care unit with an insulin drip (100 unit /100 ml) programmed to infuse at 1 unit per hour. No issues were reported during the first hour of infusion and the patient¿s blood sugar was stable. During the second hour the bag was reported to be almost empty but the pump display indicated that 4 ml had infused and the patient¿s blood glucose dropped to 3.1mmol/l at 1610. One amp of d50 was given and the glucose increased to 14.1mmol/l at 1645. The patient¿s electrolytes were unstable prior to the event. Two days after the event the patient expired, however the physician does not believe the over infusion caused the patient¿s death. (B)(4). "Suspected over-infusion intended programming: insulin (regular) continuous infusion at 1 unit/hour incident report: insulin (regular) was initiated at 1 unit/hour at 01:00 on (B)(6) 2019. Patient¿s cbg was 12.5 at this time. At 02:00 patient¿s cbg was 8.5. Therefore, no change to infusion needed. At 04:15 the nurse came back from break and during their assessment noticed that the insulin infusion bag was empty. The nurse spiked a new bag and thought it did not seem right that the bag would be empty already. Nurse reviewed pump settings and the pump read 4 ml had been infused. However, the full 100 ml bag had been infused. Nurse realized that more had infused than intended and stopped the insulin infusion. Patient received 96 units of insulin IV over this 2 hour time period. Patient¿s cbg was 3.1 at this time. Lmbme investigation inspection of tubing sets and pump did not reveal any irregularities and roo t cause was not able to be determined. Pump sent to bd for further investigation."

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.